Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Product analysis was completed for the generator on (B)(6) 2015. An end-of-service warning message was verified in the product analysis lab and found to be associated with the output being disabled by the pulse generator due to low battery voltage (diagvbat 1.828v, downloaded data) as received. However, the ram/flash data downloaded from the generator shows an indication of increased impedance, the time of change detection (B)(6)2014. The combination of a high impedance value and output current setting (the output current programmed to 2.00ma and remained until received into decontamination) required a ¿vboost¿ compliance voltage that exceed the maximum compliance voltage capability for the device (>10.5 v). The ¿vboost¿ compliance voltage condition is not considered a device failure. Because of the increased impedance the automatic blc was supplemented with a manual entry using the patient programmed settings into a 10k ohm load from the time of change detection 08/26/2014 to the explant date as the end date. There were no additional performance or any other type of adverse conditions found with the pulse generator.

Event description:
It was reported that the patient underwent a full revision on (B)(6) 2015. On (B)(6) 2015 it was found that the reason for the replacement according to surgical notes states that when the replacement battery was implanted and tested ¿it was not functioning¿ so the surgeon elected to replace the lead. Once the new lead was implanted and connected to the new generator, the device worked fine. No clarification was able to be obtained at this time if the issue was high impedance or a lead break. The generator was received for analysis on 03/25/2015. The lead has not been received to date. The returned product from received on 03/27/2015 confirmed that the reason for replacement was eri-yes and lead discontinuity. Product analysis for the returned generator has not been completed to date.